Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 266 mg/dl. The customer's expected fasting blood glucose test result range is 99 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 01/21/2018 and open vial date is (B)(6) 2016 - strips are expired as are four months past the date first opened. Customer started using meter in (B)(6) 2016 and stopped using it; customer started using the meter again on (B)(6) 2017. Customer has not had any recent changes in his daily routine such as diet, exercise, or medications. The meter memory was reviewed for previous test result history (wife stated that the result of 151 mg/dl is hers and not her husband's): (B)(6).